Event description:
This spontaneous report of nonserious, unlabeled event (eye discharge) meets the criteria of an expedited 10-day report. Info was received from a female pt (age unspecified) who received restylane injections into an unspecified site on (B)(6) 2008. Minimal info was received at the time of reporting. Therefore, the following info was not included in this report: anesthesia, additional procedure, medical history , concomitant medications, treatment medication and event outcome. According to the pt, she developed eye discharge (eye discharge) "8 days later post restylane injection" ((B)(6) 2008). Additionally, she reported that her eyes "went back to the way they were" (device ineffective, medical device implantation). As of the date of this report, the event of eye discharge was considered unresolved. The restylane lot number and expiration date were not reported.

Manufacturer narrative:
Additional PMA/510k # - p040024.